Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9729573.

Event description:
According to the available information, the catheter tip has a defect with a high risk that the tip could break off in the patient. A new catheter was used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9729573. This product was made in our manufacturing and packaged at our hungary's site. After analysing the sample, this type of defect is unlikely to have been caused during the manufacture of the product. We believe that it could have occurred during the packaging stage, but unfortunately the defect could not be reproduced, so no root cause could be determined. The operators have been informed about this failure and we will monitor similar issues according to the informations known, quality database was checked and revealed no anomaly in relation to the describe defect.

Event description:
According to the available information, the catheter tip has a defect with a high risk that the tip could break off in the patient. A new catheter was used.